Manufacturer narrative:
Medical device problem code changed from 1260 (fractured) to 1069 (break).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a plate broke during patient use.